Event description:
Initial creatinine result of 3.5 mg/dl. Repeat of same sample, result was 1.8 mg/dl. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.